Manufacturer narrative:
(B)(4). Concomitant medical products: 00877500932, bioloxâ® delta ceramic taper liner, size hh / 32 i.d. For use with 50 mm o.d. Size hh shell, 2596962; 00877503202, bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14, 2605020; 00875705001, shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners, 61549926. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's leg lengths were not equal after initial procedure. The patient had left sided hip arthritis. No revision scheduled. No additional information available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.